Event description:
It was reported that the pt was experiencing lethargy. He was taken to the emergency room and given narcan. The report indicates that he "woke right up". Device troubleshooting was being considered. The medication used in the pump was compounded baclofen. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
See scanned page.